Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dase dilatation balloon was attempted to be used in the esophagus during an esophageal dilatation procedure performed on (B)(6) 2026. During the procedure, after the balloon was passed down scope, the balloon burst after reaching a diameter of 20mm. No piece of balloon detached inside the patient. The procedure was completed with another cre pro wireguided dase. There were no patient complications reported as a result of this event. The patients condition at the conclusion of the procedure was reported to be stable.